Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every time she has to change the battery, she has to rewind the insulin pump and update the time/date. The insulin pump alarmed unexpected restart and external ram error. Blood glucose value was 140 mg/dl. Customer stated the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm occurred. Customer delivered a normal bolus into the air; bolus amount was recorded in the bolus history. She also reported there is a crack going from the reservoir window to the esc button and the activity guard is broken. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was monitored for several days and no alarms were noted. The pump was programmed with multiple basal rates and bolus deliveries, and all registered properly in the daily total history. However, the pump gave an alarm after the battery change due to a voltage leak on the interface board. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.